Event description:
It was reported that the right ventricular lead showed high, out-of-range shock impedances. Boston scientific technical services was contacted and discussed programming options. The device and lead remain in service. No adverse patient effects were reported.